Event description:
A patient called to report, that she is experiencing blurred near and distance vision, following bilateral intraocular lens implant surgeries. Adaptation was discussed with the patient and she stated, she would call back if her vision did not improve. Telephone follow-up was conducted and the surgeon feels it is too soon following the surgeries to comment on the patient's outcome. MDR# 1119421-2006-00355 - os (left eye), MDR# 1119421-2006-00356 - od (right eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 9/25/2006. Telephone follow-up was conducted on 10/05/2006. To date, a completed questionnaire has not been received.